Manufacturer narrative:
The device is expected to be returned but has yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the echelon catheter tip separated within the treating vessel. The vessel tortuosity was moderate, and the blood flow was normal. The device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient was asymptomatic.

Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis. Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 distal tip was noted to be pre-shaped and bent. The distal tip was also noted to be punctured at the proximal edge of the distal marker band. The echelon-10 micro catheter was flushed, water and blood exited from the puncture and distal tip. Due to its damaged condition, the echelon-10 micro catheter could not be used for testing. No other anomalies were observed. The device evaluation is still underway. A supplemental report will be submitted when the evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report was confirmed. However, the echelon-10 distal tip was found to be bent and punctured rather than ¿separated¿. It is likely the echelon-10 distal tip became damaged during the procedure as there were not any damage prior to use nor was there any tip shaping conducted. However, the root cause for the damage could not be determined. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, the lot history record review is not required. All products are 100% inspected for damages and irregularities during manufacture. Per the echelon micro catheter instructions for use (IFU): directions for use ¿ ¿introduce the guidewire and micro catheter as a unit through the hemostatisc port of the hemostatic sidearm adapter into the lumen of the guiding catheter. Advance guidewire/catheter assembly to the distal tip of the guiding catheter. Alternatively advance the guidewire and micro catheter until the desired site has been reached.¿ if information is provided in the future, a supplemental report will be issued.